Event description:
Difficulty filling and aspirating the reservoir was reported. The health care provider stated that they did not have access to a new refill kit and wondered if the refill could wait until friday. The flow rate of 0.825ml/day and the erv (estimated reservoir volume) of 5 ccs was reviewed. Friday the reservoir would be at about 1 cc and the refill would need to be done at that time or before. The patient was asymptomatic at the time of the report. The pump delivered gablofen.

Manufacturer narrative:
Catheter model# 8711 lot # l78413 implanted on: (B)(6) 2000 explanted on: unknown pump segment revision kit model # 8596sc (B)(4) implant: (B)(6) 2010 explant unknown; 8590-1 dacron pouch lot n268533 implanted (B)(6) 2010 explant: unknown. (B)(4).

Manufacturer narrative:
(B)(4).